Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ngage nitinol stone extractor will not close all the way. Another extractor was used to complete the procedure. No patients were harmed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. The investigation performed for this complaint also included a review of complaint history, the device history record, instructions for use, quality control data and specifications. One device was returned for investigation. An unidentified piece of blue tubing measuring 4.5cm was returned with the complaint device. The device was returned with the handle in the closed position and the basket formation was partially open. The collet knob is tight and secure. The male luer lock adapter (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3.6 cm in length. There were no kinks or damage noted in the basket sheath. A functional test determined the handle actuated the basket formation to the fully open position. With the handle in the closed position, the basket formation would not close completely. The handle was disassembled. The basket formation manually functioned to the fully open and closed positions. The handle was reset and reassembled and the device functioned as intended. A review of the device history record found no non-conformances associated with the complaint device lot number related to the reported failure mode. A review of complaint history revealed this complaint to be the only one associated with complaint lot number 8539438. The complaint device was found to have a basket that would not fully close. Measures have been initiated to address this issue, but they were not yet implemented at the time this device was manufactured. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.